Event description:
Device malfunction: thumb advancer resistance. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during step 3 (sheath splitting) strong resistance was felt while advancing the thumb advancer. The thumb advancer would not advance any further than the halfway point. The device was removed after advancing the safety release mechanism. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.